Manufacturer narrative:
Examination of the returned instruments confirmed the complaint. A portion of the tip broke off one instrument and the second instrument broke at the coiled flexible shaft. A complaint database search has identified a trend for the tip failure within the 2274 quickset drill family. Previous investigations have determined that use error is the likely root cause. As a result of trending health hazard evaluation, dva-106292-hhe was conducted. The investigation did not establish the need for corrective action. No evidence was found of product or design error as a contributing factor. A previous investigation found the coiled flexible shaft fracture is consistent with overload, with a load applied while advancing the drill with the flexible shaft bent in a manner that exceeds the ultimate strength of the wires comprising the flexible shaft. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored through sep 419 post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Drill bit snapped in half.

Manufacturer narrative:
Qty x 2. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.